Event description:
The container has no labeling as to its ingredients and it has a very potent odor which incapacitated the user. The user applied it with a fan in use. Even after the glue had dried and they placed their dentures in their mouth the smell of chemicals from the dentures was very potent. The user believes that warning and content labels are inadequate especially considering the risk of allergies to the pt. Rptr is still quite sensitive to chemical odors at this time.